Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the tip of the suction irrigator broke while it was removed from the cannula. The instrument was unable to undock from the robot. The customer proceeded with the case laparoscopically. There is no allegation of fragment falling into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a dislodged snake wrist. As a result, a cannula and a seal became stuck to the suction irrigator instrument and were returned with no complaint against either device.